Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the first three clips of the clip applier fired without incident. The next few clips would not close properly. Another er320 was pulled to complete the case. The defective clips deployed in a bent manner. There was no consequence to the patient.